Event description:
Complainant alleged that the clinicians were attempting to shock a patient (age and gender unknown) who was representing an asystole heart rhythm, but the device displayed a "defib pad short" message and did not charge. There was no indication from the complainant of any adverse effect to the patient as a result of the reported malfunction.